Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging an issue with her onetouch ultra2 meter as she was attempting to test in the settings mode. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist requested the csr contact the patient to ask follow-up questions. The patient reported that the alleged meter issue began on (B)(6) 2015 at approximately 6:45am in the morning when the patient attempted to measure her blood glucose using the subject device. The patient stated that she manages her diabetes using pills, diet and/or exercise, and denied making any changes to her usual diabetes management routine in response to the reported issue. The patient reported experiencing symptoms of low blood sugar which included sweating and weakness immediately after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr educated the patient on the correct testing procedure and walked through a re-test and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.